Event description:
At about 10 days after the primary, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the liner. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 18 september 2024. Lot 2348491: (B)(4) items manufactured and released on 05-feb-2024. Expiration date: 2029-01-16. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with another similar reported event during the period of review.